Event description:
Medtronic physio-control is investigating failures of the transfer relay driver transistors and transfer relay solenoids. The transistors and solenoids were damaged by an over-current condition. If the problem occurs, defibrillation therapy may be inhibited.